Event description:
User stated the overflow container spilled a large amount of water onto the floor. The water is all around the analyzer and in the walkway. No one was harmed because of the leak and no patient samples were involved. The field service representative determined the float in the internal water supply was stuck and the reservoir was not screwed in all the way, causing a leak. He replaced the reservoir float assembly, pinch valves, clogged mixing tower, liquid sensor #1, ise electrodes, probes and broken side panel. Performance tests performed which were within specification.